Event description:
The hospital reported that droplets of an oil substance all along the short segment of the tubing on the trocar on the vasoview hemopro 2. Upon opening the clear blister packaging of the evh kit, clear oily droplets were seen all along the outside of the tubing portion of the trocar. The substance was not transferred to the tubing from elsewhere, it was present upon opening the packaging. The oily substance transferred to the gloves when touched. It was decided to discard the trocar and accessories packaged with it and open a replacement accessory kit. Gloves and gown were discarded. The issue was noticed before the procedure; patient was in the or. No delay was reported. No patient harm.

Manufacturer narrative:
(B)(4).